Event description:
It was reported to boston scientific corporation that an advanix pancreatic stent was to be implanted in the pancreatic duct to treat chronic pancreatitis during a pancreatic duct stent placement procedure performed on (B)(6) 2025. During the procedure, the stent kinked when it was going through the endoscope. Another same device was used as replacement and the procedure was completed. There was no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0406 captures the reportable event of material deformation. H11: because the lot number was not provided, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.